Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device made a noise and had a red x in the rfu indicator. There was no patient involvement.